Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to puncture wounds not healing. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique note 1: manufacturer attempted to contact customer to ensure the customer¿s initial concern was resolved; unable to establish contact with customer- left voicemail message. Note 2: manufacturer made contact with customer in a follow-up call on (B)(6) 2024 to ensure the customer¿s initial concern was resolved- the customer stated that she was left a message to return the allegedly defective products and customer advised that she will has no interest in returning anything back to us. Placed customer on a brief hold and customer disconnected the call.

Event description:
Customer called to report complaint for e-2 error message and to request compensation because she is going to see her doctor as she has 3 puncture wounds that will not heal. Customer is using the truedraw lancing device and 30-gauge trueplus lancets. Customer stated that her wounds are medium size. Customer declined to troubleshoot and replacement of product(s). Customer stated she will be getting a letter from her doctor claiming injury with the product to get compensation.